Event description:
The company was informed of an alleged incident via email by (B)(6) on (B)(6) 2013. The alleged incident was described to the company as followed. "Patient's grandson reported that approximately 1 hour after the tank was filled, he heard a noise and liquid oxygen started rolling down the side of the tank. The fire department was called. A (B)(6) old child ran through the liquid oxygen that had spilled on the floor. The child was taken to the hospital where she was treated."